Event description:
Caller reported a malfunction on the pump, which occurred during a software update. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts arranged to replace the pump, provided instructions for returning the faulty device, and sent out a replacement. Customer planned to contact her healthcare provider to arrange backup therapy for insulin delivery. The warranty was confirmed, and no signature was required for the delivery of the replacement pump.